Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high inr results for 1 patient tested on coaguchek inrange meter with an unknown serial number compared to an unknown laboratory method. The result from the meter was 4.5 inr. The result from the laboratory within 3 hours was 3.3 inr. On (B)(6) 2019 the result from the meter was 5 inr. The result from the laboratory was 3.7 inr. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.9 - 3.7 inr): qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.